Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens had torn during the loading process, but was not noticed until the lens was inserted. The lens was removed with no patient injury.